Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor graph (cgm) does not match the historical cgm data points. There was no reported impact to the customer's blood glucose level. Reportedly, during trouble shooting with tandem technical support the issue was resolved.